Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received five treatments in the right lobe, five treatments in the left lobe, and two treatments in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2023. On (B)(6) 2023, seven days after the procedure, the patient presented with non-serious urinary retention. The urinary retention was treated by placing a catheter. The patient had also undergone a fubroscopy procedure which was negative for stenosis and fibrosis. The catheter was later removed by a nurse at the hospital when the symptoms resolved on (B)(6) 2023. The event was considered resolved on (B)(6) 2023. The physician believes the urinary retention is probably related to the water vapor therapy procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure of the prostate on (B)(6) 2023, under anesthesia. The patient was also administered prophylactic antibiotics. The patient received five treatments in the right lobe, five treatments in the left lobe, and two treatments in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2023, seven days after the procedure. On (B)(6) 2023, the patient presented with non-serious urinary retention, and a new catheter was placed to treat the urinary retention. The patient had also undergone a fibroscopy procedure which was negative for stenosis and fibrosis. The catheter was later removed by a nurse at the hospital when the symptoms resolved on (B)(6) 2023. The event was considered resolved on (B)(6) 2023. The physician believes the urinary retention is probably related to the water vapor therapy procedure. Approximately 120 days after the procedure, the patient presented with anejaculation. No treatment or action was taken to treat the anejaculation. The event has not resolved.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure of the prostate on (B)(6) 2023, under anesthesia. The patient was also administered prophylactic antibiotics. The patient received five treatments in the right lobe, five treatments in the left lobe, and two treatments in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2023, seven days after the procedure. On (B)(6) 2023, the patient presented with non-serious urinary retention, and a new catheter was placed to treat the urinary retention. The patient had also undergone a fibroscopy procedure which was negative for stenosis and fibrosis. The catheter was later removed by a nurse at the hospital when the symptoms resolved on (B)(6) 2023. The event was considered resolved on (B)(6) 2023. The physician believes the urinary retention is probably related to the water vapor therapy procedure. Approximately 120 days after the procedure, the patient presented with serious anejaculation. It was considered to be serious because it led to a serious deterioration in the health of the patient, user, or other persons, that resulted in a permanent impairment of a body structure or body function, including chronic diseases. No treatment or action was taken to treat the anejaculation. The event has not resolved.

Manufacturer narrative:
Correction information provided in section g: manufacturing site address. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Additional information provided in: b5-describe event or problem, and h6-patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure of the prostate on (B)(6) 2023, under anesthesia. The patient was also administered prophylactic antibiotics. The patient received five treatments in the right lobe, five treatments in the left lobe, and two treatments in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2023, seven days after the procedure. On (B)(6) 2023, the patient presented with non-serious urinary retention, and a new catheter was placed to treat the urinary retention. The patient had also undergone a fibroscopy procedure which was negative for stenosis and fibrosis. The catheter was later removed by a nurse at the hospital when the symptoms resolved on (B)(6) 2023. The event was considered resolved on (B)(6) 2023. The physician believes the urinary retention is probably related to the water vapor therapy procedure. On (B)(6) 2023, 90 days after the procedure, the patient presented with non-serious lower urinary trouble symptoms. He was given fesoterodine for treatment. The event was resolved on (B)(6) 2023. On (B)(6) 2023, 91 days after the procedure, the patient presented with a urinary tract infection. The patient was given cotrimoxazole medication for treatment. The event was resolved on (B)(6) 2023. On (B)(6) 2023, 135 days after the procedure, the patient presented with serious anejaculation. It was considered to be serious because it led to a serious deterioration in the health of the patient, user, or other persons, that resulted in a permanent impairment of a body structure or body function, including chronic diseases. No treatment or action was taken to treat the anejaculation. The event has not resolved.